Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 419688 lead, implanted: (B)(6) 2011; 5071-35 lead, implanted: (B)(6) 2009; 6935m55 lead, implanted (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead dislodged into the coronary sinus and developed scar tissue around the lead tip. The lead was therefore not capturing the lv in any vector. The lead was partially explanted and replaced. The cardiac resynchronization therapy defibrillator (crt-d) had to be explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.